Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a maxillary cyst resection, when using surgical sutures, the nurse found that the needles were separated, could not be used and replaced with new ones. There was no patient injury.